Manufacturer narrative:
The gantry gpio for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that trackers flash every few seconds when tracking in spine software on the navigation system. The frame does not flash when tracking. The representative was able to replicate the issue every time. It did not affect transfers. The gpio board was replaced, but the trackers still flash while in the software. The system operates normally. Navigated spins and transfer are accurate. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, while calibrating the imaging system in the navigation system's tracking view, the imaging system trackers were continuously flickering. There were no issues tracking the concave pointer. The representative was able to capture 3d spins with the imaging system and transfer to the navigation system without issue. There was no patient present when this issue was identified.